Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, after loading a cartridge with 300 units, the customer delivered insulin for 10 grams of carbohydrates, and the fill estimate updated to 38 units. Then, after reloading the cartridge, the customer received a minimum fill message. The customer loaded a new cartridge successfully and received an accurate fill estimate. There was no reported impact to the customer's blood glucose level.